Event description:
Procedure type: colectomy. According to the reporter: the device deployed staples but not in the proper b shape. The staples were un-crimped and the colon was not stapled closed. The staples were in the shape of a "u". When the surgeon inserted another device, it just came through the staple line as the tissue was not held closed by the staples of the stapler. Operative time was extended to about an add'l thirty minutes. The surgeon had to hand sew the anastomosis.

Manufacturer narrative:
(B)(4).